Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this pacemaker recorded high out-of-range right ventricular (rv) lead pace impedance measurements. The abnormal measurements began one month post-implant and resulted in an automatic switch from bipolar to unipolar configuration. At follow-up several months after the initial occurrence measurements were found within normal limits and the device reprogrammed to bipolar. No adverse patient effects were reported. This system remains in service.